Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an "ambulance" sound from their device every four hours. Review of a remote transmission showed that the right ventricular (rv) lead triggered an alert for high undefined out of range (oor) pacing impedance. The remote transmission also indicated that there was a sharp increase in pacing impedance prior to the alert as well as increased sensing integrity counter (sic). Oversensing was also noted. A follow up response also indicated that there was a possible ring conductor failure. Prior to this event, tachyarrhythmia therapies were prophylactically programmed off. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.